Event description:
It was stated that the insulin pump lost all of its settings after re-starting unexpectedly. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display and history reset due to a component puncturing through the isolating tape and making contact to the positive side of the battery tube.